Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced 'error power stream occlusion'. Evaluation observed and found that the pump was tested for both of the upstream and downstream occlusion testing on flow line, and the pump passed both of the testing within the specifications. Review of the event history log found both of the 'upstream occlusion' and 'downstream occlusion' messages for customer-reported allegation 'error power stream occlusion' . The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. However, the force sensor and ultrasonic sensor were found to be out of the specifications and required to be calibrated to fix the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an "error power stream occlusion" during an unspecified process step. There was no patient involvement. No additional information is available.